Manufacturer narrative:
The customer's reported complaint of the platform exhibiting ua7 error message was confirmed during archive review and functional testing. The root cause was attributed to a faulty load cell 1. After the load cell 1 was replaced, the autopulse platform passed all the testing and meets all required specifications. The platform was functional tested and the autopulse exhibited user advisor (ua) 7 (discrepancy between load 1 and load 2 too large) error message upon powering on; thus confirming the reported complaint. Further investigation indicated that one of the load cells (load cell 1) was faulty. Replacing the load cell 1 remedied the ua7 error message. Load cell characterization testing was performed and confirmed that both load cell modules are functioning within the specification. The platform was run for 15 minutes, and no user advisory or fault occurred. A review of the archive was performed and found multiple faults user advisories (ua) 7 (discrepancy between load 1 and load 2 too large) occurred on the reported event date of (B)(6) 2017, thus confirming the customer's reported complaint. A visual inspection of the returned autopulse platform was performed and found the front enclosure was damaged. The autopulse platform is a reusable device and was manufactured on 07/14/2014. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear which is unrelated to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and ccr (B)(4) was reported for autopulse with serial number (B)(4)) for the same fault "ua7" error message due to a faulty load cell 2 and not load cell 1.

Event description:
It was reported that during a shift check, the auto pulse platform (s/n: (B)(4)) displayed user advisory (ua)7 (discrepancy between load 1 and load 2 too large) error message. Multiple attempts were made to contact the reporter to obtain additional information; however, were unsuccessful. There was no patient involvement reported. No other information was provided.